Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading ranged from 400-499 mg/dl, and the meter bg reading was 125-126 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the increased basal, customer's blood glucose (bg) level lowered, ranging from 25-35 mg/dl. Customer required assistance from emergency medical services by providing intravenous glucose to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.